Event description:
On 11/28/2006, nellcor received a report where it was claimed that a patient developed tracheal fistula while the device was in use. On 12/08/2006, nellcor clinical specialist spoke to the physician who could not confirm the report of fistula for this patient. Investigation of this report is currently in progress.

Manufacturer narrative:
Investigation in currently in progress.